Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 596 mg/dl with high ketones. Bg was addressed by customer stopping insulin therapy and with "needles". Reportedly, the supplies were changed to address the event and insulin delivery was resumed.